Event description:
Foot and head high-low actuators broke off the bed and the bed collapsed.

Manufacturer narrative:
On (B)(4) 2011, a primus sales rep visited the facility to inspect the bed frames that were in question. Upon inspection, we found that the facility was attaching a non-primus trapeze to the be frame which restricted the bed not to lower causing the actuators to pull apart from each other and the bed collapsed. This bed frame is identified as 2 of 3. Primus medical reviewed all manuals to verify that they specifically call out that only primus approved accessories should be used on bed frames. This issue was closed due to customer misuse.